Event description:
During bunionectomy two drill bits were broken. Surgeon performed internal fixation as plan surgeon discussed case and left both pieces in pt's foot based on his conversations with pt & pt's family member because he didn't want to risk damaging the bone. Osteomed recommends that pieces be removed and has communicated same to user.